Event description:
A malfunction on the pump was reported after the customer used it in a hot tub for 20 to 30 minutes. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support that a replacement pump with updated software would be sent to them, and they acknowledged the need to follow specific steps upon receiving the new pump, including putting the old pump into storage mode and returning it. The customer understood the instructions provided and agreed to reach out to their healthcare provider for backup therapy.